Event description:
Healthcare professional (hcp) reported injecting a patient with 1cc on the forehead, 2cc on the cheek, 1cc inn the lip of juvederm vista volbella xc and with juvéderm® volite¿ in an unspecified area. One day after, the cheek turned red and white acne appeared. Five days later, the patient went in for observation and there ¿was redness, pain when pressed, and there was blister.¿ juvéderm® volite¿ was ¿dissolved at the affected area with hyaluronidase.¿ three days later, ¿the pain had gone away, and the redness had slightly reduced, condition was improving.¿ the hcp additionally reported that ¿it was unclear whether it was an embolism or an allergy.¿ symptoms are ongoing. This is the same event and the same patient reported under patient identifier (B)(4); (emdr-89773). This emdr is being submitted for the suspect product, juvéderm® volite¿.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.